Event description:
The pt reportedly has experienced intermittencies between the external equipment and the cochlear implant. The pt was seen for device evaluation. External equipment was exchanged and programming adjustments were made. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device is to be scheduled.